Event description:
The ortho summit sample handling sys instrument reportedly had excessive fluid in the pipette tip upon start-up and did not generate an error message. No death or serious injury was associated with this incident.